Event description:
A user facility biomedical technician (biomed) reported finding thermal damage on the hydrochamber outlet valve from a fresenius 2008t hemodialysis (hd) machine. On an unknown date in 2021 (the exact date could not be provided), the staff reported noticing a burning smell coming from the machine. The machine was subsequently removed from the floor and brought into the back room of the clinic for testing. While the machine was running during the testing, the biomed began getting temp sensor errors. The biomed traced the burning smell to the hydrochamber outlet valve. It was confirmed the damaged part was an original fresenius part. No damage was identified on any other components. There were no signs of any smoke, sparks, or flames. The biomed fixed the machine by replacing the burnt valve. It is unknown how many hours were on the machine at the time of the event. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and had no previous history of failing the electrical leakage test. The serial number for the machine could not be provided. Due to how long ago the event occurred, the biomed said they would not be able ascertain the serial number. It was confirmed that there was no patient involvement associated with the reported event. The sample was returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the hydrochamber valve was returned to the manufacturer for physical evaluation. The part was returned disassembled and exhibited signs of thermal damage. The valve was deformed (melted) and had signs of corrosion on one of the terminals. The valve could not be tested due to the returned condition. As a serial number could not be determined, device history and manufacturing records could not be reviewed. However, based on the condition of the returned part the reported issue was able to be confirmed. The failure was traced to an electrical malfunction on the valve.